Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding act kaolin cartridge that yielded unexpected results on a patient during an open heart surgery. There was no patient information at the time of this report. The customer does not have product to return for investigation. (B)(6). There are no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 07/27/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).